Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. -for the event " foreign material clogged in nozzle": based on the results of the investigation, olympus confirmed the foreign material in the nozzle and there was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the scope could not be determined. For event "foreign material clogged in a/w-channel": based on the results of the investigation, olympus did not confirm that the foreign material came out of the device. There was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the scope could not be determined. The event can be detected and/or prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle, and blockage in the air/water channel caused by foreign material. There were no reports of patient involvement.